Event description:
It was reported that a malfunction alarm with code malf 24 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup therapy while a replacement pump was sent. Technical support provided instructions for storage mode and steps for receiving the new pump, and arranged for the return of the problematic pump within 10 days.